Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7084911. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56. Batch/lot number: 7084376. Serial number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing loss of therapy efficacy. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device was not returned.